Event description:
As reported, the stent base of a .014-inch palmaz blue peripheral stent system did not remain intact and was found cracked when connecting the pressure pump to the distal luer connector, preventing deployment. The operator switched to a non-cordis stent and completed the procedure. There was no reported patient injury. The device was operated according to the standard procedure after the guiding catheter established access via the femoral artery during renal artery stent implantation. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.